Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, a starclose se device failure occurred. After clip deployment the starclose se device could not be removed from the anatomy. The starclose se device was surgically removed and hemostasis was achieved. There were no reported adverse patient sequelae. There was clinically significant delay in the closing procedure due to the surgical interventional. Although the name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported difficult to remove was confirmed. The reported retraction problem could not be confirmed as the returned device analysis successfully released the plunger using the safety release mechanism. The reported difficult to remove the closure device, wing retraction issue and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, the following additional information was received: the safety release mechanism was unable to be activated when attempting to remove the starclose se device, resulting in the device becoming stuck in the anatomy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported difficult to remove was confirmed. The reported difficult to remove the closure device appears to be related to incorrect use technique as the safety release mechanism was not utilized to retract the wings. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: after completing step 2 (vessel locator wing deployment), the starclose se device would not exit the artery; device stuck in artery. The device was surgically removed and an open surgical patch was performed. Reportedly the physician is not trained in the use of the starclose se device. No additional information was provided.